Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was transported to the emergency room due to severe respiratory failure. At the hospital, oxygen therapy was performed. Clinical and respiratory improvement were observed. The patient was transferred to the medicine division. During follow-up, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was not pacemaker dependent. Programming changes were made. The patient is recovering.